Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient experienced tubing that comes out to the cap of the reservoir is not connecting tubing not locking up. Further, reported that the infusion set tubing came apart from tubing connector. The infusion set used for a day. No further information was available.